Event description:
Procedure type: unk. Patient gender: lap chole. According to the reporter: when inserting trocar into cannula, the inner seal broke. Nothing fell into the cavity. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unknown. No patient injury was reported.